Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which failure code 807:03 occurred. This condition has the potential to cause an interruption of delivery. It is unknown if there was patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). The pump was returned. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 807:03 was confirmed on channel a by baxter personnel during product evaluation. The root cause was assigned to the channel a pump head module(phm). The channel a phm was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.